Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that during a changeout procedure the patient went into ventricular fibrillation multiple times requiring external fibrillation. The lead is still in use. The device was explanted and replaced. No further patient complications were reported as a result of this event.